Event description:
It was reported that during deployment of a stent graft in an a-v fistula, the stent graft could no longer be deployed after approx 2mm of the stent graft had been released. Add'l force was applied to complete the deployment; however, the outer catheter broke. The partially deployed stent graft was removed from the pt in its entirety and another stent graft was implanted without incident. There is no reported pt injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for this lot number to date for deployment issue. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. The root cause could not be determined based upon available information. It is unk whether pt and/or procedural issues contributed to the event.